Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2012 due to stress urinary incontinence, vaginal vault prolapse, cystocele and rectocele and an obturator sling was implanted. The patient experiences pain and erosion.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced rectovaginal fistula, urinary urgency and dyspareunia.

Manufacturer narrative:
Date sent to the FDA: 11/7/2016. It was reported that patient underwent vaginal exploration with sling removal, kelly plication, vaginal excision of posterior wall mesh, rectovaginal fistula repair and cystoscopy on (B)(6) 2015 by dr. (B)(6) at (B)(6). It was reported that patient underwent mesh removal on (B)(6) 2011 by dr. (B)(6) due to irritation at (B)(6) hospital..

Manufacturer narrative:
Resubmission with the correct file number. (B)(4). It was reported that following insertion, the patient experienced spotting and painful discomfort.

Event description:
It was reported that following insertion, the patient experienced spotting and painful discomfort.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-05319 and medwatch 2210968-2012-05970. The same patient is represented in each medwatch